Manufacturer narrative:
After multiple attempts to receive the device from the customer for evaluation, physio-control has been unsuccessful in obtaining the device. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported that the device internal hlc battery had problem even when recharged. This was reported to be an out of box failure and there were no further details regarding the problem. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return for evaluation and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.